Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-02734. It was reported the pt no longer had stimulation coverage in her hips. X-rays showed both leads had migrated. Reprogramming was unable to resolve the issue. Surgical intervention will be undertaken at a later date.